Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor gave the patient a sore from having the flow restrictor taped to the skin. The reporter stated the tubing was digging in into their skin. The device was delivering chemo. There was no medical intervention associated with this event. No additional information is available.